Event description:
Patient four of the reported events- a facility reported that during an impacted wisdom teeth surgical removal, the carbon surgical blades 15 (4-115) fractured inside a patient's mouth, breaking directly at the cutting surface, and is concerned for the operator and presents a significant risk of patient injury, and had experienced this issue on five different occasions over the last six months. All broken pieces were retrieved from the mouth using a surgical snap instrument. There was no report of patient injuries or death, but a minimal surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Corrected fields: d9, e1 (reporting facility) and (customer primary first and last name), e1 (customer's number and email), g3, g6, h2, h3, h6, h11. The carbon surgical blades 15 (4-115) were not returned for evaluation. The device history record (DHR) was reviewed, and no abnormalities related to the reported issue were observed. Failure analysis: per visual evaluation of the provided image, the 4-115 carbon surgical blades were broken and used. The supplier investigation could not identify a manufacturing or quality error. Retained samples were within specification and passed testing. Damage to the blade may be the result of rough handling or use with an incompatible handle size. No manufacturing, workmanship, or material deficiency has been identified. Root cause analysis: the reported complaint was confirmed. Per the provided image, this 4-115 surgical blade was broken and used. Supplier evaluation of retained samples and production records could not identify a production or quality cause for the reported issue. There was no return of product for additional investigation. Damage to the blade may be the result of rough handling or the use of an incompatible handle size.